Event description:
It was stated that the infusion set came out of the customer's body before leaving to the football game. Customer changed the site and then he had to change the battery and noticed that the act button does not respond. It was stated that the insulin pump alarmed button error twice. Blood glucose value is 116 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See

Manufacturer narrative:
Insulin pump received with intermittent act button due to flattened dome switch. No button error alarms noted. Insulin pump received with minor scratches on lcd window.